Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd plastipak¿ 50ml luer-lok syringe had air bubbles in the tubing. This was discovered during use. The following information was provided by the initial reporter: after checking the entire circuit, air bubbles appeared in the tubing. The health care team checked and changed the entire circuit, ensuring compliance at the junctions/tightening points. Air bubbles continue to appear. We observe the same phenomenon on the patient's other median and distal pathways.

Manufacturer narrative:
H.6. Investigation summary: one used sample was returned to our quality team for investigation. The product was visually inspected, no damage or molding defect was observed that could be related to the alleged defect. As the lot involved in this incident is unknown, a device history review could not be performed. The syringe was filled with water, no bubbles or air anomaly was identified. Based on the available information, we cannot identify a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that bd plastipak¿ 50ml luer-lok syringe had air bubbles in the tubing. This was discovered during use. The following information was provided by the initial reporter: after checking the entire circuit, air bubbles appeared in the tubing. The health care team checked and changed the entire circuit, ensuring compliance at the junctions/tightening points. Air bubbles continue to appear. We observe the same phenomenon on the patient's other median and distal pathways.